Manufacturer narrative:
Age or date or birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) broke off. There was no patient contact. The event was observed during handling. No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 26, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification, of the inserter, revealed that the inside of the inserter was coated with viscoelastic residue. The complaint lens was observed to be stuck in the tube portion of the cartridge. Furthermore, the cartridge tip was observed to be damaged (bent). The cartridge was also observed to be crooked and had damage that prevented it from correctly connecting to the lens module. It was determined that the damage to the lens module and cartridge occurred after the lens was advanced as the lens could not have been able to advance to the position it was found in if there were assembly issues. Furthermore, the damage to the cartridge tip is consistent with an inserter that was dropped which is a potential cause for the damage to the lens module and cartridge assembly. The lens module was disassembled, the lens was removed from the cartridge and cleaned. Lens damage on the optic body was observed, which is consistent with a lens that was stuck in the tube portion of the cartridge. No further cosmetic issues were observed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.